Event description:
Patient undergoing a hysteroscopic myomectomy. Per the surgeon, the symphion resection device was prepared. There was a pressure sensor failure. The "pressure too high" warning kept coming on the screen. Troubleshooting included following machine instructions, powering down the generator, replacing the kit twice and calling the rep to talk the or team through the process with no success. The devices were unable to get to priming stage. The case was completed by using the bovie to dissect the uterine fibroids. No patient harm. 3 reports are being submitted related to each of the three symphion fluid management accessories that were used during the case. All 3 of the symphion fluid management accessories have the same UDI, gtin, lot # and expiration date. The same symphion controller was used with all three devices. This report is associated with symphion fluid management accessories device #2. Manufacturer response for insufflator, hysteroscopic, fluid, closed-loop recirculation with cutter-coagulator, endoscopic, bipolar, symphion (per site reporter). The company rep was contacted during the case and tried to assist with troubleshooting with no success.